Event description:
Patient was revised to address poly wear. Update - (B)(4) 2012 - medical records were received via email. The revision operative report indicates that the patient was revised to address dislocation. The femoral head was added to the complaint. (Left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.